Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58 year-old male with a medical history significant for crohn¿s disease, hypertension, hyperlipidemia, and chronic tobacco use presented to the emergency department with severe chest pain and shortness of breath. The patient was diagnosed with a st-segment elevation myocardial infarction cardiogenic shock and was found to have a complete blockage of the left-sided coronary arteries. The clinical team elected to implant an impella cp heart pump for hemodynamic support. The pump was successfully inserted however, upon activation, it immediately generated suction alarms and demonstrated low blood flow. The physician decided to remove the device, and upon explantation observed thrombus on both the impella inlet area and the pigtail. A new impella device was prepared and implanted successfully, achieving adequate blood flow. The physician declined the recommendation to perform an echocardiogram to assess the left ventricle for residual thrombus, despite evidence of clot formation on the first device. The patient subsequently died while on mechanical circulatory support approximately five hours later. While the second pump will conservatively be coded for death, it was more likely related to the patient¿s underlying clinical conditions.

Manufacturer narrative:
D1 brand name was updated. Ppae (thrombosis): the root cause of the injury was not determined due to insufficient clinical details.